Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +1.5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; pinnacle sector ii cup 52mm hip acetabular cup; summit por taper sz5 std off hip femoral stem; pinn can bone screw 6.5mmx20mm hip acetabular cup. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Patient revised to address hypersensitivity to metal. Doi: (B)(6) 2006; dor: (B)(6) 2009; (left hip). Update ad 30 april 2018: (B)(6) has been re-opened under (B)(6) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions, metallosis, metal wear and loosening of cup. Doi: (B)(6) 2006; dor: (B)(6) 2009; (left hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.